Event description:
It was reported that a dexcom g7 cgm paired to an ilet experienced signal loss to the ilet, resulting in no glucose readings, and readings resumed after the user completed a supply change with guidance from an agent. Symptoms included no reported adverse clinical effects. Outcomes included no change in therapy, no medical intervention, and no hospitalization. Investigation included technical support troubleshooting and user education. Investigation of this case revealed that the cgm-to-pump communication interruption resolved after the supply change, consistent with restored sensor communication. It was concluded that the event was related to temporary signal loss between the cgm and the ilet, with normal function after corrective actions. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.